Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an unknown procedure the trochanteric fixation nail advanced (tfna) blade/screw guide sleeve became cross threaded within the 125 degree aiming arm for tfna and would not come apart easily. It was mentioned that an attempt was made to loosen the reported guide sleeve from the aiming arm, but the staff could not take them apart. The procedure was successfully completed with a five (5) minute surgical delay. Patient status was unknown. This report is for one 125 deg aiming arm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the 125 deg aiming arm (p/n: 03.037.014, lot number: l494667) was received at us cq. Upon visual inspection, no damage or defects are observed. The device was received disassembled from the guide sleeve. Device failure/defect identified? No. Investigation conclusion: this complaint is not confirmed as the device was received disassembled and otherwise had no damage observed. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.037.014, lot: l494667, manufacturing site: hägendorf, release to warehouse date: sep 18,.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.